Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the device was showing electrode impedances greater than 4000 ohms on the top port. The hcp removed the leads, wiped them down, and reinserted them. The hcp still had all combinations greater than 4000 ohms. The hcp did not have the implantable neurostimulator (ins) back in the pocket. After placing the ins in the pocket and rerunning impedances, 2 and 3 and case and 2 were at 528 ohms. The hcp was able to test 1 lead at a time to determine which lead was open. The top lead was showing open. The hcp would replace that lead and rerun impedances. The hcp further reported that both leads showed greater than 4000 ohms, so they replaced both leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.